Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced blood glucose (bg) of 398-489 mg/dl and diabetic ketoacidosis. The cause was unknown. The customer attempted to resolve bg with multiple boluses but was later admitted into the intensive care unit (ICU). The customer was treated with potassium, intravenous fluids, and electrolytes. The customer was discharged on (B)(6) 2019 with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.